Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/02/2015. The fse found the secondary wash cup not traversing fully up to remove waste from probe. He cleaned shaft on the wash cup to allow full travel of wash cup which fixed the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a blue fluid leak of 5 ml from a coulter lh 780 hematology analyzer while performing maintenance . The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.